Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The poc coordinator inspected the calibration bar and found it to be dirty. The calibration bar was cleaned and the customer is confident that the instrument is operational and the discrepancy was due to a lack of maintenance. The customer stated that proper maintenance will be reviewed with the operators.

Event description:
The customer reported a false negative urine hcg on the clinitek status+ when compared to an ultrasound and a seum hcg. There was no injury reported due to this event.